Event description:
It was reported that the event involved a male pt while in the cath lab. The md performed a radial cath on a pt and used the transradial artery access kit and three spring wire guide's (swg) for the procedure via radial. At the end of the procedure it was observed, on the outside of the pt by the md, that there was a piece of what appeared to be a plastic chard that had stripped off potentially from either on the swg's or the radial sheath itself. As a result, the device was removed since the procedure was finished. There was no report of pt death, complications or injury. No medical/surgical intervention was required. There was no delay or interruption in therapy noted. The pt outcome is good.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.